Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the (B) (6) staff. It was reported that on (B) (6) 2006, the patient went in for an unscheduled refill. The report indicated that there was a 42.9% discrepancy - 16ml was removed from the 20ml pump. On (B) (6) 2007, the patient again went in for a refill. A 31.6% discrepancy was reported - 15ml was removed from the 20ml pump. At the time of the (B) (6) 2006, refill the drug concentration was changed from dilaudid 10mg/ml to 2mg/ml. Since the (B) (6) 2006, refill the patient had one within range refill. No patient symptoms were reported.

Manufacturer narrative:
(B) (4).